Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed: foreign material was found in the suction cylinder, causing a blockage. The blockage at the tube caused foreign material to come out of the distal end. Functional testing found that the bending angle in the up direction did not meet with specifications due to a worn angle wire. Testing also showed the device did not meet with electrical insulation resistance specifications because the plastic distal end cover was chipped. Visual examination found the bending section cover adhesive was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a blocked suction channel. The customer reported they found particles inside the suction cylinder. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.